Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. The customer's blood glucose (bg) level was 250 mg/dl. The customer addressed their bg with a correction bolus via the pump. Reportedly, the customer continued using the pump for insulin therapy, declining when offered a replacement pump.